Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl, at the time of incidence. Customer was treat with juice and crabs intake for low blood glucose level. Customer reported that the sensor was remove accidentally and there was blood. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.